Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as discomfort due to the garment clasp pounding into an incision from a previous procedure causing pain and pressure. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff gave tylenol for the irritation. Follow up indicated that the skin irritation improved.